Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, the impedances were noted to be within normal range. After implanting the right atrial (ra) lead, the lv lead was connected to the device, at which point the lv lead impedance was noted to be high undefined only on one vector. The physician chose not to replace the lead as the other vectors were normal. The lead was programmed to a different vector. No patient complications have been reported as a result of this event.